Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral retrograde approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. After a guidewire was crossed the lesion, an 8.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and replaced with another 8.0 x 20, 75cm mustang balloon catheter which also ruptured during first inflation at 14 atmospheres for 30 seconds. The device was removed from the patient. The procedure was completed with a 7mm mustang balloon catheter and placement of a non-bsc device. There were no patient complications nor injuries reported. The patient condition was good.